Manufacturer narrative:
At this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that during a follow-up appointment it was identified that this left ventricular (lv) lead was not capturing or sensing. A dislodgement was confirmed on x-ray. The patient was not pacemaker dependent, however the lead to be repositioned. No adverse patient effects were reported.

Manufacturer narrative:
The lead is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicated that surgical intervention was performed and the lv lead was explanted. Attempts to implant a new lv lead were unsuccessful. No additional adverse patient effects were reported.